Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned to asahi intecc co. Ltd for evaluation. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The supracore guide wire is being filed under a separate medwatch report.

Event description:
It was reported that the tip of the prowater guide wire was separated prior to use in the patient. A supracore guide wire also separated at the mid section prior to use. No resistance was noted during removal of the devices from the packaging. The devices were not used on the patient. The procedure was completed using another supracore guide wire. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4).investigation of the returned prowater guide wire revealed that the coils were stretched at the distal side of the middle brazing. No guide wire breakage/separation or other notable damage was observed. It is inferred that pulling force exceeding the product design limit was locally applied to the distal coil section when taking the guide wire out of the packaging holder tube. The lot history review revealed no anomalies relating to the reported event.